Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the visual inspection approx. 33 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the insulation as well as the coating of the conductor cables to the atrial dipole were damaged. This finding can be considered as the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore approx. 27 cm distal to the is-1 connector pin the insulation was found rubbed through which most likely resulted from interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 23 months, oversensing with inappropriate therapies was reported. It was observed that the device recorded those signals since november but it aborted the shock because of slow pace sensed.